Event description:
Reporter indicated that patient developed an infection at the chest incision approximately two and a half weeks after vns implant. It was reported that initially, both the neck and chest incisions appeared to be healing normally. The patient later developed some redness in the area of the chest incision. Oral antibiotics were prescribed, but the patient's condition did not improve. The patient was then hospitalized for IV antibiotic treatment. The generator was explanted in 2002. At the time of the generator explant, there was no issues with the neck incision. The patient was discharged and was recovering at home. Two weeks later, redness was noted in the area of the neck incision. The lead was explanted on the following month. The patient's parent discussed re-implant with the neurosurgeon who indicated that there may have been damage to the vagus nerve that occurred when family member was removing the lead coils during explant. The patient's family member indicated that the patient does not have any voice changes or other indications of damage to the vagus nerve. Questionnaire was sent to treating physician in an attempt to obtain additional information with no response to date.